Event description:
Interruption in pain management therapy reported. The pump was programmed to infuse morphine (prescription unspecified) on side a and ketamine (prescription unspecified) on side b. It was reported that there was an interruption in the ketamine delivery on side b. The display indicated "run", but the icon was not rotating. There was no report of pt harm or uncontrolled pain management. According to the customer contact, "the pt's pain control was well maintained with the morphine which was infusing on side a without a problem". The physician was notified, but no orders were rendered. Though requested, there was no additional info available.